Event description:
Boston scientific received information that this patient¿s right atrial (ra) lead exhibited some oversensed noise and a drop in impedance measurements from 1000 ohms to 600 ohms. These issues were thought to be due to an insulation issue with the ra lead. Additional information later provided from the field indicated that a lead safety switch was triggered as the ra lead exhibited a low pacing impedance measurement of 200 ohms. Episodes of oversensed noise were also still being observed, however the patient was asymptomatic to this. A replacement procedure is currently being planned, but for now the ra lead continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information provided from the field indicated that the right atrial (ra) lead is continuing to exhibit low out of range pacing impedance measurements of less than 200 ohms which caused a lead safety switch. Oversensing of noise and loss of capture with high thresholds were also observed on the ra channel. The ra lead was reprogrammed and continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.